Manufacturer narrative:
The returned samples was requested but hasn't been received till now, the lot number of this event was received, the DHR of this lot was reviewed without any issuses. The retained samples of the lot was tested and the samples met the specification. No similar report was received before. The root cause can't detected currrently, no action will be taken currently, a supplemental report will be submitted if further information received.

Event description:
The customer reported that when the medical assistant pushed the air bubbles out of lidocaine before numbing, the needle came loose and fell out of the tip, no one was hurt.